Event description:
Hosptial employee was trying to remove the metal crimp from a bact/alert mp bottle. Employee was using forceps and was cut through the gloves. Basic first aid was applied. Antiseptic spray and a bandaid were applied to the cut.